Manufacturer narrative:
The trilogy evo ventilator was returned to a third-party service center for evaluation. On evaluation, it was determined that the motor blower and printed circuit assembly board were faulty. The device error log contained record of a ventilator inoperative error code. The ventilator inoperative condition indicated the machine flow sensor drift was above specification (>0.21pm). It was reported that the system printed circuit assembly board required replacement to address this issue. Additional findings not related to the malfunction/issue include the following: the blower assembly, seals, chassis plate and mounts required replacement due to the motor controller having proceeded to the shutdown state due to an error with the motor. Maintenance activities required included replacement of the muffler assembly, tubing system printed circuit assembly, fio2 tubing and low flow o2 tubing for saline contamination, air inlet foam filter replacement. The device was returned to the customer in a "non-functional condition" without being repaired due to the customer not approving the repairs. However, the trilogy inlet air path foam and pollen filter replacements were made with the scope of fco 2021-06-a.

Event description:
The manufacturer received information alleging a trilogy ev0 ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.